Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock unscrewed from the infusion set tubing. Customer's blood glucose level was not impacted. The customer was able to reconnect the infusion set to the luer lock and resume insulin delivery.